Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The duostat is being filed under a separate MFR number. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible in the guide wire lumen and on the balloon and shaft, consistent with the catheter used in the patient anatomy. The balloon was loosely folded. There was a tear in the guide wire exit notch, for a length of 4 mm. The material at the tear was stretched and jagged at the tear. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. The duostat was returned with blood in the entire length. There was no damage noted to the returned duostat. Both vent caps were in a closed position. A whisper guide wire was returned with blood on the entire length. There was no damage noted to the returned whisper guide wire. A non-abbott guiding catheter was returned with blood inside and on the shaft. There was no damage noted to the returned guiding catheter. Possible causes for difficulty removing a dilatation catheter after inflation may include: the balloon not being fully deflated prior to attempting to remove the balloon, damage to the balloon, kinks, bends, obstructions in the rotating hemostatic valve (rhv), damage to the rhv or the rhv not in the open position. The 2/3 collapsed balloon profile was measured and met manufacturing criteria. The inner diameter of the duostat was measured and met manufacturing criteria. The reported difficulties were unable to be confirmed as the returned balloon catheter was advanced and retracted through the returned duostat at an open position without resistance noted. It is possible the duostat was in the closed position during the attempts to withdraw the catheter, as evident by the returned product which would have contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are visually inspected online for damage.

Event description:
Reportedly the procedure was to treat a lesion located in a bifurcation involving the proximal left anterior descending artery and the diagonal with no noted tortuosity or calcification. The trek was inflated during pre-dilatation at 8 atmospheres for 18 seconds without incident; however, during removal of the trek from the duostat after pre-dilatation, resistance was felt and the trek could not be removed from the duostat. Therefore, the guide wire, trek balloon, duostat and guiding catheter were removed from the patient as one unit. The procedure was completed with the implantation of a 2.75 xience v and a 2.5 trek for post dilatation. There were no adverse patient effects. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.